Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was hospitalized and also experienced worsening dizziness. Device interrogation showed that the twos resulted in inappropriate pacing inhibition. Programming changes were made to the rv lead. The patient is a participant in a clinical study.

Manufacturer narrative:
Continuation of d10: 429878, lead implanted: (B)(6) 2021. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to the emergency department experiencing lightheadedness, nausea, and near syncope. The clinician reported the patient's heart beat was in the forties and was below the device programmed lower rate setting. It was also noted the left ventricular (lv) lead exhibited variable capture threshold measurement and possible loss of capture. The cardiac resynchronization therapy defibrillator (crt-d) and lv lead remain in use. No further patient complications have been reported as a result of this event.